Event description:
Based on additional information received on 05-may-2015, this case initially considered as non-serious is now considered serious as a serious event of "suspicion of infection left knee joint" was added. This unsolicited device case from (B)(6) was received on (B)(4) 2015 from a physician (orthopedist). This case concerns a (B)(6) male patient whose whole lower leg was swollen, developed massive effusion and was suspected of infection in left knee joint after receiving treatment with synvisc. No past drugs, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection (batch/lot number: q14071; expiration date: mar-2017, dose: not provided) into the left knee for cartilage damage. The patient had a visit at outpatient clinic on (B)(6) 2015, due to suspicion of infection left knee joint. It was reported that since an unknown date in (B)(6) 2015 (two weeks after injection), the patient's complaints increased as his whole lower leg was swollen. It was reported that the patient used compression stockings and received treatment with (ibuprofen). On (B)(6) 2015, the patient visited the outpatient clinic and was suspected of infection into the left knee joint. On an unknown date in 2015, the patient had intraarticular effusion effusion in left knee (massive effusion). No hyperthermia and no signs of infection were present. It was reported that a puncture was performed and 40 ml of fluid was taken from the knee. It was reported that the bacterial examination revealed staphyloccocus capitis, a gram-positive cocci (plenty available) and this germ had only a clinical relevance to the event. It was reported that the patient's complaints improved. Reportedly, therapy recommendation (medical supervision of further improvement of effusion and infection) was given. Action taken: unknown. Outcome: suspicion of infection left knee joint: unknown. Whole lower leg was swollen and massive effusion: recovering seriousness: suspicion of infection left knee joint: important medical event. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The production and quality control documentation for lot #q14071 with expiration date mar-2017 respectively was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # frequency analysis for lot # q14071 no CAPA was required. As of (B)(4) 2015, there was only 1 complaint for q1407 and all related sub-lots: 1 complaint for lot q14071: (adverse event report). Genzyme biosurgery would continue to monitor complaints "product complaint handling" to determine if a CAPA was required. Additional information was received on 20-apr-2015. Expiration date added. Ptc results were added and the text was amended accordingly. Additional information was received on 05-may-2015 from the healthcare professional. The case was upgraded to serious as a serious event of "suspicion of infection left knee joint" (important medical event) was added with details. Also the additional event of "whole lower leg was swollen" was added with details. The event term was updated from "massive effusion (100 ml/knee)" to "massive effusion" and the aspirated volume was updated. The suspect product frequency, route of administration and indication was added. The location for synvisc injection updated. The outcome of the event of massive effusion was updated from unknown to recovering clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 8-may-2015: this case concerns (B)(4) male patient who received treatment with synvisc for cartilage damage and later experienced injection site joint infection. Since a significant temporal relationship can be established the causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding medical history, concomitant medications and past drugs precludes the complete medical assessment of the case.